Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x24mm drug eluting stent to the 90% stenosed lesion located in the heavily calcified, mid left anterior descending (lad) artery, but was unable to cross the lesion. "The stent was lifted up at that time." The procedure was completed using a different device, unk type and size. No pt complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.